Event description:
Rptr complains of pleurisy, muscle inflammation and spasms, dry vagina, joint swelling, muscle aches, pains and weakness, hair loss, and colon problems. (Same rptr referred to in 1002160 and 1002161.)